Event description:
(B)(6) (cc) called to report that the c-arm image was rotated 45 degrees when transferred over to the stealth. Troubleshooting: ts recommended taking another c-arm image. They took another image, and it appeared straight on the stealth. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).